Event description:
Insertion of epidural catheter through sacral hiatus for position of the medication at the level of the lumbar laminectomy was performed. After positioning the catheter at the inferior border of the 15 vertebral body, the surgeon attempted to advance catheter and could not. Then the surgeon attempted to pull catheter out and could not. While attempting to remove both the catheter and the needle at the same time a small fragment of the catheter was retained in the pt. Pt will need to be followed. The catheter fragment was not attempted to be removed.